Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a male patient. The following data was provided (customer¿s cut off is 34.2 pg/ml): sample ID (B)(6) initial result, on (B)(6) 2026, was 107.37 pg/ml. The patient was tested at another facility, and the result was negative. The patient is recollected, on (B)(6), and the result was 6.21 pg/ml. There was no impact to patient management reported.